Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Chole. According to the reporter: balloon popped while being inflated. Unk if there was tissue loss or damage. Sales rep believes no pieces fell into patient. No report of delay of surgical time or unexpected bleeding. Surgery was converted to open.